Event description:
Per the clinic, the patient was explanted due to an infection. The patient was explanted in 2009. Plans for reimplantation was not provided at the time of this report the following month.